Manufacturer narrative:
As reported through a literature article, ¿valve embolization during transcatheter aortic valve implantation: incidence, risk factors and follow-up by computed tomography¿, a (B)(6) patient that had a 29mm portico valve implanted. The valve was pulled into the ascending aorta due to incomplete release from the delivery catheter. The final transcatheter heart valve position was noted to be in the ascending aorta. A valve-in-valve was performed using a 26mm sapien 3. At 43 months follow up computerized tomography (CT) scan revealed upper crown protruding into the aortic wall. The article concluded tvem represents a rare complication of tavi. Follow up-CT detected no pathological findings require spontaneous embolization into aorta, migration into left ventricle, incomplete release from delivery catheter, embolization during post dilatation, loss of capture during implantation requiring intervention. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Literature article: valve embolization during transcatheter aortic valve implantation: incidence, risk factors and follow-up by computed tomography investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, ¿valve embolization during transcatheter aortic valve implantation: incidence, risk factors and follow-up by computed tomography¿, was reviewed. This research article aimed of this study was to analyze the incidence of transcatheter valve embolization and migration (tvem) in a large cohort of patients undergoing transcatheter aortic valve implantation (tavi) and to examine embolized valves by computed tomography (CT) late after tavi. This research article reported a case study 77-year-old female patient that had a 29mm portico valve implanted. The valve was pulled into the ascending aorta due to incomplete release from the delivery catheter. The final transcatheter heart valve position was noted to be in the ascending aorta. A valve-in-valve was performed using a 26mm sapien 3. At 43 months follow up computerized tomography (CT) scan revealed upper crown protruding into the aortic wall. The article concluded tvem represents a rare complication of tavi. Follow up-CT detected no pathological findings req spontaneous embolization into aorta, migration into left ventricle, incomplete release from delivery catheter, embolization during post dilatation, loss of capture during implantation. During intervention. [The primary and corresponding author of this article henryk dreger, md, 1 medizinische klinik mit schwerpunkt kardiologie und angiologie, charité ¿ universitätsmedizin berlin, berlin, germany].